Manufacturer narrative:
Investigation: results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: there was no sample and/or photo available for evaluation at the manufacturing site. Based on the investigation, a root cause could not be determined within the scope of this evaluation. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Manufacturer narrative:
Initial reporter phone and fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
It was reported that a bd 31g x 8mm micro-fine¿ pen needle arrived without a protective sticker. No injury or medical intervention.